Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering insulin, but the device did not alarm. The caller stated that the boluses are not registered in the bolus history. The blood glucose was 364mg/dl. The customer stated that the insulin pump does not vibrate to tell him when the bolus started. No further information was provided.